Event description:
It was reported that the device was used during an open procedure. The device was used to perform functional end to end anastomosis. Although the grasping force of the firing trigger became higher than usual at the 3rd firing, the device was used as-is at the 4th firing and the device locked out. The staples were partially formed properly, but some staples were not deployed. Reinforcement product was not used. Another device was used to complete the case. There were no adverse consequences to the patient. The staple line was not deployed properly and some parts of the staples were not deployed. Reload was used with the device however it was discarded.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The sc60 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. The device opened and closed without difficulties. One possible cause for the damaged knife may be if the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is also recommended that prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.